Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. No device was returned to olympus for evaluation. An olympus endoscopic support specialist (ess) was performing an onsite service and found the staff were conducting inappropriate reprocessing. The ess observed the customer completed brushing steps out of sequence and the scope was not completely submerged in the detergent. The ess recommended the customer follow the instructions for use (IFU) for brushing and completely submerging the scope. Based on the observation summary report, the event was likely to have occurred because the user¿s understanding of device handling and reprocessing steps was different from the recommendation by olympus. Olympus experts have already conducted training on correct device handling at the facility. However, a definitive root cause could not be determined. The suggested event can be prevented by handling device in accordance with the following IFU: IFU states prevention measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the customer did not reprocess the colonovideoscope correctly. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope customer was observed completing brushing steps out of sequence and with the scope not submerged completely in the detergent. The issue occurred while on site to do observation. There were no reports of patient harm.